Manufacturer narrative:
Zoll medical corporation investigated the electrode pads. The pads were returned with the original packaging and were observed to be opened and used. The pads were received stuck together face-to-face. Visual evaluation of the pads did confirm defibrillation discharge from the discoloration around the edges of both pads. There was hair and debris adhered to the round pad, along with some black markings (typically indicating sparking/arcing). There was hair adhered to the square/back pad. The pair of electrodes were electrically tested and passed. The discoloration on the pads indicates poor coupling as the likely cause of the patient's burn injury, as evidenced by the presence of hair on the apex/sternum pads. In IFU for stat-padz®, multi-function, pro-padz®, and radiolucent warning states "excessive hair can inhibit good coupling (contact), which can lead to the possibility of arcing and skin burns" and "poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns". Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), sparks were emitted from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.